Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Inspected and found the mother board is defective. Replaced the defective mother board with a new one and checked all the functions of the machine and machine is functioning properly. Handed over equipment to customer in good working condition.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit is not getting on, also has no beep. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.